Event description:
Clinical lab has been performing the test troponin-I on the stratus ii for over a yr. Facility has had continual problems with the test giving false positive results. Rptr was not told until they began having problems that residual fibrin in serum samples could cause false positive results. At this time facility began using plasma for analysis; however they continued to see false positive results. Rptr was once again told that specimen integrity was the problem and that they should be filtering the plasma. Rptr has continued to see occasional false positives to the point that they were having to rerun all positive results to verify them before they are reported. On 2/18/98, a repeatedly positive result was reported which later was found to be erroneous. Rptr was since discontinued this test method at this facility. Rptr feels that there is a problem with this test method being too sensitive to interferences and that the potential for reporting erroneous results is too great.